Manufacturer narrative:
Concomitant medical product: 4968-35 lead, implanted: (B)(6) 2009. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high impedance. The lead remains in use. No patient complications have been reported as a result of this event.